Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an open reduction internal fixation cheekbone procedure on (B)(6) 2016, the surgeon discovered that the screw hole of the l-plate to be used in the procedure was torn. This plate had not yet been used on the patient. The surgeon had initially put the l-plate in the water bath in order to make it malleable. He then trimmed only the edges of the plate. While trimming the edges of the plate, he found the screw hole of the plate was torn. The surgeon decided not to use the l-plate, and used a spare plate and completed the surgery successfully. There was no surgical delay and no adverse consequences to the patient were reported. (B)(4).

Manufacturer narrative:
A second lot number was identified for this plate. At this time, the exact lot for the device cannot be determined as the number is not etched on the plate. Lot 9412485 is also a possible lot number for the complained plate. (B)(4). Product investigation summary: the plate was received in a broken condition (two pieces) and with the cutting area of the hole cracked open. The complaint description and pictures were sent for evaluation, but no manufacturing failure could be identified for this plate. The plate was broken while cutting in a cold condition; the chosen location for the cuts was not the best. The user is cautioned to always do work according to the surgical technique guide in order to avoid such plate breakages. A review of the device history records was completed for two (2) provided lot numbers: 9542922 / 9412485. No deviations to print specifications were detected. Two (2) lot numbers were provided for this complainant plate, but the manufacture cannot be sure which is in fact the most accurate as the number is not etched on the plate. However, no non-conformance reports were generated for either lot during the manufacturing process. A device history record review was also conducted on the second possible lot number for this device with results as follows: part 852.264.01s / lot 9412485, manufacturing location: (B)(4) - manufacturing date: march 26, 2015 - expiry date: march 1, 2018. (B)(4) pieces were released for sale after gamma irradiation procedure with no deviations noted. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.